Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had total loss of image with a scope communication error (b30 error). The event has occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rubber boot being detached from the charged coupled device, corrosion inside the charged coupled device unit and on the cable connector and water intrusion inside the unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image displayed was due to the bad charged coupled device. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.